Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced reservoir discomfort. A surgical procedure was performed to remove and replace the entire ipp. No further patient complications were reported.

Manufacturer narrative:
Correction to field h11: additional MFR narrative the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72404232. Serial number: n/a. Batch/lot number: 0118882002. Model/catalog description: cx preconnect ms 18cm ps iz. Unique identifier (UDI) #:(B)(4).

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 0160779016. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced reservoir discomfort. A surgical procedure was performed to remove and replace the entire ipp. No further patient complications were reported.